Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that when the lead was connected to the pulse generator's atrial port impedance measured greater than 3000 ohms. The pulse generator was removed and replaced.

Manufacturer narrative:
Analysis was normal.